Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was received with the reported problem of "blank screen". Evaluation observed broken liquid crystal display (lcd), black spot on display. The cause was determined to be a broken liquid crystal display (lcd). The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. There was no patient involvement. No additional information is available.